Manufacturer narrative:
The subject device was not returned for evaluation and the investigation was conducted based on the complaint information. Review of service repair history record was performed and revealed the subject device had no repair history within the last 12 months. Based on the investigation and as the device was not returned, the reproducibility of the phenomenon reported was unknown , the reported event was not confirm as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the subject us-scope/probe device returned positive microtesting results for 1-10 colony forming units (cfus) of enterobacter homaechei. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned so a cause could not be established. Olympus will continue to monitor field performance for this device.